Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level.the customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: ¿tandem diabetes care recommends that you periodically check the battery level indicator, charge the pump for a short period of time every day (10 to 15 minutes), and avoid frequent full discharges.¿